Event description:
It was reported that during a laparoscopic colon resection procedure, the doctor applied the stapler to the target tissue. Attempted to fire and the safety lockout prevented the device firing. The stapler was removed and a new device was introduced. The new stapler was applied to the tissue and the same outcome was observed. The second stapler was removed, and a third one was introduced to the procedure. The third stapler was applied to the tissue and fired successfully. No further adverse events were observed and the case was completed as usual. There were no adverse effects observed with the patient. Surgery was prolonged five minutes.

Manufacturer narrative:
(B)(4). Exp date: (B)(6) 2014. (B)(6) 2009. The analysis results found that the (B)(4) device was received with the firing trigger broken and with a (B)(4) reload loaded in the device. The reload was received partially fired which indicates that the device's firing cycle was interrupted. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no abnormalities were noted. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The analysis results found that the (B)(4) device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.